Event description:
Info received that the head would not go up or down. No injury reported.

Manufacturer narrative:
Technician found that both gas springs were inoperable. Replaced the springs to resolve this issue. Bed located in the shop.